Event description:
It was reported that patient experience pain at the implantable pulse generator (ipg) site. The patient underwent a pocket and ipg replacement procedure. The patient was doing well post operatively and the explanted device will not be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.